Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Subsequently the pump shut off due to insufficient charge. The customer confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 192 (mg/dl). The customer confirmed that alternate insulin therapy was available.